Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in ventricular tachycardia (vt) in which 8 anti-tachycardia pacing (atp) and one 21j shock was provided, however, it did not convert the arrythmia. After the second 21j shock the arrythmia successfully converted. Technical services noted that the patient was in vt for a while, so it may have affected the conversion success. Additionally, there was possible rhythm acceleration after the first shock as the vt did speed up. Ts discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Filing correction report for field impact codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in ventricular tachycardia (vt) in which 8 anti-tachycardia pacing (atp) and one 21j shock was provided, however, it did not convert the arrythmia. After the second 21j shock the arrythmia successfully converted. Technical services noted that the patient was in vt for a while, so it may have affected the conversion success. Additionally, there was possible rhythm acceleration after the first shock as the vt did speed up. Ts discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.